Event description:
Customer's family member reported testing their pt with the freestyle flash meter on the finger getting a result in the 300's mg/dl. The family member administered insulin based on this reading. The customer told their family member, pt felt their glucose levels were low. Another test was performed with a result in the 300's mg/dl. The family member told the pt to go to bed and took no action. Early the next morning the family member found their pt having a full blown seizure. The family member treated them with an injection of glucagon. Paramedics were called due to the customer being unresponsive after the injection. The paramedics administered a saline i.v. And transported the customer to the hospital. Lab tests were performed 6-7 hours after freestyle flash tests were taken, but the family member does not remember the results of the lab tests.